Event description:
Unomedical reference number (B)(4). Event occurred in the united states. , on 11-may-2024, it was reported that the one infusion set tubing was detached from connector. The blood glucose level was 425 mg/dl. No further information available.